Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed the volume test (21.33, 21.34, 21.26). No adverse effects reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, and the pump was found to be over delivering than the manufacturing specifications. Service will replace the pump's expulsor in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.